Manufacturer narrative:
The reported event of the helix retracted by itself was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin with the measured full helix extension length within product specification. X-ray examination and electrical testing found no conductor fractures or internal shorts and no lead body anomalies. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead helix was found retracted through fluoroscopy while suturing the pocket. The ra lead was removed and replaced on (B)(6) 2024. The patient was in stable condition.